Event description:
It was reported by the customer service support, the v60 had an error code indicating machine and proximal pressure sensor failure. No reports of harm or injury. This investigation is ongoing.

Manufacturer narrative:
The customer reported issue indicated that the machine and proximal pressure sensors had failed. It was reported that the customer had resolved the issue. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.